Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs system was not providing her with effective stimulation therapy. The patient stated she had not used the scs system in approximately two years. The patient stated she would like the scs system removed.